Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision. Asr xl: right. Reason(s) for revision: high cocr levels. Update july 5, 2017. Additional information received from crawford. Reason(s) for revision: pain. This complaint was updated on july 6, 2017.

Manufacturer narrative:
Asr revision: asr acetabular system, left, reason(s) for revision: pain. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.